Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when injected with water from the syringe, the funnel portion of the catheter inflated instead of the balloon. This occurred during pretest and another catheter was used.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Inspected the exterior of the sample and did not find any evidence of a failure that would support the reported event. Evaluation found catheter can be inflated without difficulty. Dissected the catheter and found no conditions that would contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿6)insert catheter into urethral meatus, and advance it until the balloon enters the bladders and urine flow out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."

Event description:
It was reported that the funnel portion of the catheter and not the balloon inflated when injected with water from the syringe. This was occurred during pretest and another catheter was used.